Manufacturer narrative:
E1 : (B)(6) the device was returned and the investigation is ongoing. This report will be supplemented following investigation completion or if additional information is provided by the user facility.

Event description:
It was reported that the camera head displayed poor video image quality. Sometimes the video image became blue in color. The issue occurred during preparation for use, before sedation. The device was replaced and the intended therapeutic endoscopic sinus surgery (ess) procedure was completed using a similar device. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections and the final investigation results. The device was returned to olympus for inspection, and the reportable malfunction was confirmed, there was flooding of image capture. The device evaluation found corrosion of electrical contacts. A definitive root cause could not be identified. Although the customer¿s allegation was confirmed due to cable damage, the cause of the cable damage could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use manual: handling and general precautions endoscope image disappearance and freezing - if the endoscopic image unexpectedly disappears during an examination, or if the freeze cannot be released, immediately stop using the endoscope and remove it from the patient in accordance with the warnings in "chapter 4: instructions for use. Continued use under such conditions may cause injury to the patient, bleeding, or perforation. - the following must be strictly observed the endoscopic image may disappear unexpectedly during the examination or the freeze may not be released. - do not clean, disinfect, sterilize, or store this product with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and damaging the electrical circuitry inside the product due to water leakage. - be very careful not to scratch the camera cable with sharp objects. - do not bump or drop this product. Water leakage may damage the electrical circuits inside the product. - connect the video connector to the otv-s7v when it is sufficiently dry, including the electrical contacts. Wet connection may cause malfunction. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head displayed poor video image quality and sometimes the video image became blue in color. The issue occurred during preparation for use for a therapeutic endoscopic sinus surgery (ess) procedure that was completed using a similar device. There were no reports of patient injury or harm associated with this event.